Event description:
A malfunction was reported on a pump, but no notable events occurred before this issue, and the impact on the customer¿s blood glucose level was not disclosed. The customer was advised by technical support to reset the pump, which they assisted with, and the malfunction did not recur afterward. The customer was informed that they could continue using the pump and instructed to contact support if the issue reoccurred.